Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. The device 048522-a was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The needle mechanism functions were tested and pass with no issue observed. The complaint could not be confirmed for this device.

Event description:
Patient's husband reported the patient had v-go on for only 45 minutes when the needle button accidently released prior to the completion of the 24-hour period. Patient's husband stated patient replaced it with a new one. Patient"s husband stated she wears v-go on her abdomen.